Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose of 22-45 mg/dl due to insulin stacking. The customer was taken to the emergency room (ER) where the customer was treated with glucose pill, food, and ¿rescue shots¿ or ¿glucagon shots¿ (customer could not recall the exact name). The customer was released from the ER after nine hours with blood glucose of 400 mg/dl which customer reported was his normal blood glucose range.